Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had a damaged screen. It was stated that the screen has a black rainbow line and the top corner is glitched out and they could not see the time or battery indicator. Mother stated that the customer was playing in the snow and she was unsure if the insulin pump was bumped but they noticed the damage after when trying to deliver a bolus. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had bleeding lcd glass, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.